Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging cord did not seat properly in the ilet charging pad and required angling to initiate charging, despite use of different outlets and correct device placement on the pad. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no medical care. Investigation included user troubleshooting and verification of correct charging orientation. Investigation of this case revealed a suspected charging pad mechanical or connection issue, and a replacement charging pad was arranged. It was concluded, based on previously established findings for similar reports, that the cause was likely a defective or worn charging pad connection.